Event description:
It was reported that the pt had a revision surgery due to pain and poor ability to move the knee. The initial surgery had been done in 2005. During the revision, it was discovered that the tibial base plate had been fractured.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.